Manufacturer narrative:
Evaluation results: inherent risk of procedure (stent deformation). Related to operational context (procedural related). Evaluation conclusions: inherent risk of procedure (stent deformation). Operational context caused or contributed to the event (procedural related). (B)(4).

Event description:
It is reported that a resolute integrity drug eluting stent failed to cross the lesion of a patient. It is reported that a strut on the stent had lifted. There were no reported patient complications. Evaluation summary: the distal tip was flared. A number of struts on the 1st distal segment were raised and pulled proximally. The remaining segments were intact.